Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.

Event description:
Patient experienced fracture of the left trochanter fourteen days post-implantation. It was reported there was femoral notching during the initial procedure.